Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a cut on the bending section cover; a leak test was performed, and no other leaks were found. There was also cracking and voids of cement around the objective lens. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the rubber coating of the flexible tip was missing on the endoeye flex deflectable videoscope. The malfunction was found after the diagnostic procedure (laparoscopic cholecystectomy) had been completed; therefore, there was no delay or extension to patient¿s anesthesia, and the procedure was completed with the same set of equipment. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely the reported event occurred due to stress that applied to the bending section during insertion/withdrawal of trocar, or the like. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.